Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that registration and navigation went smoothly. In the post operative computed tomography (CT)control it was noticed that the drainage had not been placed at the planned target. The site had to do a reintervention, but had to use a passive catheter introducer (pci) tip. The procedure was completed successfully the second time. There was an inaccuracy of 4mm, the direction of inaccuracy was not specified. Inaccuracy occurred during navigation and was isolated to just the stylet instrument. There was no surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735428, lot #: 230516a, ubd:- , UDI#:- h3, h6: no products have been returned to medtronic for analysis. Codes b18, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.